Event description:
(B)(4). Chronic pain and fatigue, sharp pains in my abdomen, abnormal menses, twice monthly menses, muscle spasms and pain, migraines, swollen abdomen, brittle bones and teeth, anxiety, depression, joint pain and swelling.